Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that active directory domain or network issues were impacting other products outside of es. A technical support specialist reviewed the reported issue and attached solution of knowledge article 000016941 with approval. Based on the network condition, the solution was found applicable. The bd analyst agreed with the approach to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, sql server was down. The customer reported that due to this malfunction there was forty second delay in fingerprint login on the station. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, sql server was down. The customer reported that due to this malfunction, there was forty second delay in fingerprint login on the station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Serial number, UDI number and manufacturer date were blank as the device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.